Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8, surgical lead.

Event description:
A report was received that the patient was admitted with abdominal pain after the scs implant procedure. The physician believed it was due to a nerve irritation. The patient was prescribed pain medication. The abdominal pain subsided and the patient was doing well.